Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and the outflow graft were also not returned. The proximal side of the outlet stator revealed a pink and red deposition surrounding the bearing ball. The deposition lacked evidence of denaturation or laminated layering; however, the presence of contact marks on the rotor indicates that this deposition was present while the pump was supporting the patient. Although the origin of the deposition and the duration for which it was present within the device could not be conclusively determined, it could have contributed to the reported clinical signs of hemolysis. An acute, ring-like thrombus formation was observed partially surrounding the inlet bearing cup. In addition, an acute, ring-like thrombus formation was observed partially surrounding the inlet bearing ball. The similarity in size and structure of these thrombi indicate that they likely developed as one thrombus formation and were pulled apart during disassembly of the device. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an undetermined period of time while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the device could not be determined, it could have potentially contributed to the reported clinical signs of hemolysis. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 7 months. The explanted pump was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient's pump was exchanged on (B)(6) 2017 due to clinical signs of hemolysis. The patient had an elevated lactate dehydrogenase of 1044 u/l and plasma free hemoglobin of 50 mg/dl beginning on 02nov2017 that was treated with a heparin infusion. No additional information was provided.